Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the site was unable to complete motion with the imaging system outside of the room. It was reported that restarting the imaging system restored functionality. The reported issue was discovered in a preoperative setting where the site was attempting to perform image acquisitions. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Additional information: patient demographic refused patient information was refused from the site by (B)(6), the director.